Event description:
A customer reported that a clearlink system secondary medication set was unable to be primed. There was no report of patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.